Manufacturer narrative:
The catheter was returned for analysis. Upon visual inspection a small hole puncture was confirmed. The device history record was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record shows that the product met its specifications at the time of release. It is noted that the labeling requires that the location balloon be checked prior to use, after insertion at the bladder neck and every 5-10 minutes during treatment. The leak was confirmed and it appears an object may have caused the puncture, however, the root cause of the event is unk.

Event description:
It was reported that during a transurethral microwave treatment procedure, a balloon leak occurred. The physician inserted the catheter and inserted 10 cc of sterile water, however, upon seating the location balloon no resistance was felt. The catheter was removed and the procedure was successfully completed with another catheter. It is noted that per urologix user manual, testing of the location balloon with 10 cc pf sterile water is required before inserting the catheter into the pt, however, this was not performed before treatment. No pt injuries or complications were reported. The pt status is reported as fine.